Manufacturer narrative:
Device received with critical pump error alarm after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Unable to verify missing segments/partial display due to critical pump error alarm. Device received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.